Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient needed better coverage on the left side from the back to the leg. The patient¿s doctor recommended implanting an additional lead, and the surgery we performed on (B)(6) 2019. Intra-operative testing confirmed coverage on the left side. An impedance check could not be performed as the battery level was too low. No further complications are anticipated.